Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place. Insulin pump received with missing display window cover, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged under screen. Customer stated that screen did not seem to be detached but customer was reporting possible moisture under the screen. Customer stated that insulin pump did not shows any cracked or scratches. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.